Event description:
It was reported the patient's ipg reached its end of service. Surgical intervention took place wherein the ipg was explanted, replaced and therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.